Manufacturer narrative:
Investigation results did not observe any issues that would result in a failure to deliver insulin or cause the cannula to improperly insert into the infusion site. The reported events could not be determined. The exposed portion of the soft cannula was not bent or kinked. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 427 mg/dl while wearing the pod between 24 and 36 hours. Mother stated that the cannula looked bent and, before she removed the pod, the cannula did not look like it was fully in the skin (arm). For treatment, gave manual injection and drank water as they changed the pod.